Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt reported seeing a temporal crescent-shaped shadow. The association between this event and the iol is not known.